Event description:
Reporter indicated that vns pt underwent ncp system explant due to suspected device malfunction. Explanting surgeon reportedly indicated that the lead "was all coiled up together and was not supposed to be that way".